Event description:
It was reported that following bilateral trabecular microbypass stent system procedures in conjunction with intracameral implant procedures (ou), the patient presented ten (10) days postoperatively with eyelid redness, photophobia, and symptoms attributed to a left upper lid hordeolum (os). Reportedly, the patient then presented approximately two (2) weeks later with eyelid irritation, crusting, and redness in both eyes (ou), which was addressed with a standard blepharitis treatment. Additionally per report, the patient was noted with iritis in the right eye (od) approximately three (3) weeks later, and began steroid eyedrop medication with minimal improvement. Reportedly, approximately one (1) month later, a right eye (od) macular optical coherence tomography (oct) identified cystoid macular edema (cme). Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's postoperative condition, and the ocular surface symptoms attributed to blepharitis at postoperative week one (1), which was treated with topical steroids. Per report, one (1) eye was noted with reduced best correct visual acuity (bcva) and (cme), with the intracameral implant observed well-positioned with no iritis or iris touch. The report noted the patient's history of topical prostaglandin analog (pga) with no preoperative history of (cme). The discussion included treatment options, including medication for one (1) month, referral to a retina specialist, and intracameral device explantation if no improvement is observed. Additionally, the following information was received. Per report, moderate to severe blepharitis, light sensitivity (ou), and blurred vision (ou) was observed postoperatively in the few weeks following surgery, and worsening macular edema was observed in the right eye (od). The report noted that the patient's cystoid macular edema (cme) in the right eye (od) is worsening despite medication, and the scan for the left eye (os) is also showing (cme). The report noted that the intracameral implant in the right eye (od) was explanted, and the surgeon is monitoring the left eye (os). Additional information has been requested. This report references report of microbial infection, cystoid macular edema, decreased/impaired vision, inflammation and irritation associated with the trabecular microbypass stent system in the left eye (os).

Manufacturer narrative:
Additional information: h6: (health effect clinical code 4)-e0839, (health effect clinical code 5)-e0845. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling and associated risk documents was completed. Microbial infection, macular edema, decreased/impaired vision, inflammation and irritation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Microbial infection, macular edema, decreased/impaired vision, inflammation and irritation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2025-00116 for the cases of iritis, cystoid macular edema, decreased/impaired vision, inflammation and irritation associated with the trabecular microbypass stent system in the right eye (od).